Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that while the trial helped their symptoms, since implant the therapy had not been helping their symptoms, they weren't getting the "flutter/buzz" sensation at the time of the call and they called because they stated they didn't think their external devices were connected. Patient services reviewed external devices with the patient. Initially the patient had trouble locating the ins site. Patient services reviewed registration showed the ins was on the right side and the patient then stated they felt the ins (a big lump) but that it was on the left side. The patient was then able to successfully connect to their settings. The external devices were functioning as intended. The therapy was on. The patient stated their managing health care provider (hcp) had changed the setting once for them so far but they thought the hcp had put them on a "2" (2.0 ma) however now they were at 1.0 ma. Patient's program number was 4. Patient stated they didn't know why it was at 1.0 ma. Patient services reviewed it was unlikely that the stimulation level would change on its own and also reviewed therapy expectations and device description/function, as w ell as programming and stimulation considerations. The patient opted to increase the stimulation on their current program and they increased to where they felt the stimulation comfortably in their bike-seat region. The patient was going to monitor their symptoms now that a change had been made and reach out to their hcp with further symptom concerns. Patient services sent an email to device registration to update the implant side and to request they send another ID card to the patient and warm transferred the patient to healthcare it to discuss handset battery optimization considerations.